Event description:
It was reported that the patient presented with spondylolisthesis at l4 as well as severe spinal stenosis l2-l3, l3-l4, l4-l5. She has back and leg pain predominantly on the right side which has failed conservative treatment. The patient underwent a posterolateral arthrodesis l2-l5 using segmental pedicle screw instrumentation l2, l3, l4 and l5 and local bone, 30 milliliters of allograft bone and rhbmp-2/acs. During the surgery, rods were placed within the screws and caps secured. A posterolateral arthrodesis was performed by placing a combination local autograft, 30 milliliters of cancellous chips and bmp in the lateral gutters. Reportedly, the patient's "post-operative period was marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation".

Manufacturer narrative:
Concomitant medical products: rod, screw, local bone (implant (B)(6) 2010). (B)(4). (B)(6). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-op diagnosis: spondylolisthesis l4-l5; spinal stenosis l2-l3, l3-l4 and l4-l5. Procedures: posterolateral arthrodesis l2-l5; segmental pedicle screw instrumentation l2, l3, l4 and l5; local bone 30 milliliters of allograft bone and rhbmp-2/acs. Per-op notes: surgeon then performed a posterolateral arthrodesis by placing a combination of focal autograft1 30 milliliters of cancellous chips and a large rhbmp-2/acs kit in the lateral gutters. No complications were reported.